Event description:
It was reported that the customer had a bad sensor alert. Customer's blood glucose level was 35 mg/dl. Customer treated with yogurt and glucose tablets. Customer was working and walking at the time of the alert. Customer's sensor was 3 days old. Customer had a bad sensor alert after a 2nd consecutive cal error. Customer was advised about how to avoid change sensor on the sensors. Customer was advised on how to remove and change out the sensor. Customer reported the sensor had blood at the site but declined troubleshooting for the past event. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. A visual inspection was performed and the cannula was found lifted from the needle canal. It could not be confirmed that the customer received the sensor in this condition due to the sensor being returned used and opened. The introducer needle was checked for anomalies and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.